Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the seal from the versaseal 5mm fell off during the case, but it did not fall into the cavity. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. There was no additional bleeding, no tissue damage and the operating room time was not extended. No patient injury was reported.